Event description:
The account alleged that the main lockout is activated and they cannot deactivate it and the bed is flashing an err-8 code. No patient impact.

Manufacturer narrative:
The account found the coiled cable was rubbed down to the bare metal wires. The account replaced the coiled cable to resolve the issue.